Event description:
The clinical consultant reported that the automated impella controller (aic) loaner had a cracked purge disc holder. A loaner was sent to the customer to initiate return of this device. There was no patient harm reported.

Manufacturer narrative:
The investigation into the damage has been completed. The impella automated controller was returned for investigation. The visual inspection of the returned purge assembly area confirmed the retainer was cracked. The cause of the issue was a defective component.